Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the insulin line is blocked. The customer's blood glucose reading was 167 mg/dl at the time of incident and then went up to 576 mg/dl. Troubleshooting found that customer could clear alarm and rewind the pump but would alarm again. Customer does not fell well enough to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarm was noted. The pump was received with a scratched case, pillowing keypad overlay and minor scratches on the lcd window.